Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Summary evaluation: the spiderfx was returned loaded in its transportation hoop which was within a sealed pouch. The green delivery end of the duel ended catheter was severed at the primary wire guidewire exit port. The filter was parked within the transparent section of the delivery catheter. Approximately 18cm of the delivery catheter was returned, approximately 22cm of delivery catheter was not returned. Per specification the dual color tubing segment is 1.0cm: the segment on the returned catheter is approximately 1cm. The fracture face exhibits some stretching.

Event description:
This procedure was performed in (B)(6). The physician wanted to use the spiderfx for carotid stenting, but had difficulty pushing the delivery catheter through. The physician discovered that the delivery catheter broke off after removing the device out of patient. The catheter broke in the ica and cca. The physician stented the lesion and jailed the floating catheter piece to the vessel wall.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Event description:
Summary evaluation: the spiderfx was returned loaded in its transportation hoop which was within a sealed pouch. The green delivery end of the duel ended catheter was severed at the primary wire guidewire exit port. The filter was parked within the transparent section of the delivery catheter. Approximately 18cm of the delivery catheter was returned, approximately 22cm of delivery catheter was not returned. Per specification the dual color tubing segment is 1.0cm: the segment on the returned catheter is approximately 1cm. The fracture face exhibits some stretching.